Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_prog serial# unknown. Product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted pump system for spinal pain. The pump was used to deliver dilaudid (hydromorphone) and bupivacaine. It was reported that a programming error occurred. On 2023-06-27, the pump was refilled with a concentration change, but a bridge bolus was not programmed. The pump was updated on the same date at 12:40pm central time. The drug was changed from dilaudid 1mg/ml at 0.1245mg/day with bupivacaine 30mg/ml as the secondary drug to dilaudid 2.5mg/ml at 0.2mg/day (0.8ml/day) with bupivacaine 30mg/ml as the secondary drug. The catheter volume and volume for a regular bridge bolus was calculated to be 0.435ml. At the time of this report, the pump had been programmed with new drug information and was running at a daily flow rate of 0.8ml/day. Technical services reviewed programming instructions for an advanced mode bridge bolus and reviewed the volume to entered based on the assumed time of the pump update that would occur later in the day, which would be 29 hours since the previous update. No patient symptoms or complications were reported. It was indicated that the issue was not resolved through troubleshooting.